Manufacturer narrative:
The customer's calibration and qc were acceptable. There was no indication of a reagent issue. Based on the data that was provided, the issue was found to be consistent with a pre-anlytical issue due to fibrin being observed in the sample.

Manufacturer narrative:
The field service representative checked the system pressure and wash, and checked the sipper and probe alignments and conditions. He performed successful tests.

Manufacturer narrative:
The analyzer's line 1 serial number is (B)(6) . Reagent lot number 72575601 with an expiration date of 30-nov-2024 was used on line 1. The analyzer's line 2 serial number is (B)(6) . Reagent lot number 74280101 was used on line 2. The customer noted that there was fibrin present in the samples. The sample had been stored in their refrigeration unit since on (B)(6) 2024. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 2 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 39.3 ng/l on line 2 with reagent lot number 74280101. The repeated result was 59.9 ng/l on line 1 with reagent lot number 72575601. The sample was repeated on line 2 and the result was 53.1 ng/l with reagent lot number 74280101. This result was reported outside of the laboratory. On (B)(6) 2024, the patient went to the emergency room due to the critical troponin results and a new sample was drawn. The troponin I result from the new sample at the hospital was <3 ng/l. This result was obtained using a siemens analyzer. On (B)(6) 2024 the initial sample (from (B)(6) 2024) was repeated on an e411 module and on both lines on the e801 module. The results were all <6.0 ng/l. It is not known which result is correct. Patient 2: on (B)(6) 2024 the sample result was 22 ng/l. On (B)(6) 2024 the sample was repeated and the result was <6.0 ng/l. No other information was provided regarding the sample from patient 2. This medwatch will apply to the elecsys troponin t gen 5 reagent lot 72575601. Please refer to the medwatch with a1. Patient identifier pt (B)(6) for information related to the elecsys troponin t gen 5 reagent lot 74280101.